Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with photographs received. Visual examination of the product identified in the photographs show the broach handle to be fractured at the strike plate. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was received and evaluated against the complaint. Product was returned in four (4) pieces: handle, spring, impact plate, and support handle. The handle was identified by the etch along the top. The device shows significant signs of wear in the form of impact marks on the handle. The impact plate and support handle are fractured completely from the handle. The support handle is fractured just above the threads and the threaded portion remains inside of the handle. The impact plate weld fractured and there is weldment remaining on the end of the handle. No other damage noted. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Foreign report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. No patient consequences were reported. No additional information is available at this time.